Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jul-2018 with the following findings: the pump failed to power on. Investigators were unable to perform all investigative steps due to no power to pump. Unrelated to the original complaint, moisture was visible behind the display. The battery compartment was cracked along the side of the pump. The pump leaked at the battery compartment. The pump was opened and moisture damage was observed on the printed circuit board. In conclusion, the power issue was due to the moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.